Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. Device manufacturer date - unknown due to unknown lot number. The actual sample was received for evaluation. The actual samples upon receipt were two radifocus guide wire m (sample a and b). Visual inspection of sample a and b found that the internal wire of sample a had been exposed at the distal end - approximately 99mm from the distal end. No anomaly such as exposure of the wire was found in sample b. Therefore, it was inferred that the reported radifocus guide wire m with the peeled outer layer was sample a, and the replaced product with the involved product code/lot# was sample b. Magnifying inspection of each sample revealed: sample a- at the distal end, the wire had been exposed over the entire circumference, whereas at a position approximately 99mm from the distal end, the wire had been exposed over half a circumference. The distal end of outer layer was found at a position approximately 21mm from the distal end of wire. A groove was found at the distal end of outer layer. At approximately 99mm from the distal end, the outer layer was peeled off with a gentle slope. Sample b -no anomaly such as peeling of the outer layer was found in sample b. Electron microscopic inspection of each sample revealed: sample a- at the distal end of wire, a trace of a fixed size cut in our process was found. Therefore, it was inferred that there was no missing part in the wire. The fracture surface of outer layer was smooth. Wrinkles and torn shape were found at the distal end of outer layer. The rear end of outer layer, which was peeled off at approximately 99mm from the distal end, was arcuate. Sample b- a scratch in the longitudinal direction was found at approximately 50mm from the distal end. Therefore, it was inferred that sample b was also used in combination with a metal needle. The outer diameter of sample a and b were measured and confirmed to meet the specifications. Past experienced: the outer layer was peeled off when radifocus guide wire m and the metal needle were used in combination. When the outer layer was peeled off when used in combination with a metal needle, the following characteristics were found. The wire was exposed over half a circumference. The fracture surface of outer layer was smooth. The torn shape was found at the distal end of peeled outer layer. The rear end of outer layer was arcuate with a gentle slope. These features were likely to be similar to the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU stats: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that when sample a was operated in the removal direction in combination with the metal needle, it came into contact with the metal needle, the outer layer was peeled off, and approximately. 99mm was missed. Regarding the wire of sample a, since the trace of the fixed size cut was found in our process, it was inferred that there was no missing part. After that, since the replaced sample b was also used in combination with the metal needle, the outer layer was scratched at approximately 50mm from the distal end even if it was not peeled off. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. At the time of ptcd, when the guidewire was inserted in the hanaco us needle 18g x 200mm and pulled it out, it was noticed that the distal end of guidewire was peeled off. After that, treatment was performed with another wire of the same standard. It was confirmed that urethane remained in the bile duct. The patient was still being followed up. The patient is currently in the hospital and is stable with no change in condition. The peeled piece at the distal end of guidewire has been remained in the patient's body. The patient had minor harm but did not have serious injury. The procedure outcome was not reported.